Event description:
It was reported that the metal and ceramic white part of instrument fell off into patient. Doctor retrieved items out of patient. Delay 15 minutes. No injury to patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.